Event description:
It was reported that the right atrial (ra) lead exhibited high undefined impedance, high thresholds, loss of capture and noise. The ra lead was initially inactivated and repositioned and then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.